Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported wanting to add insulin due to her high blood glucose level. The customer declined troubleshooting for the high blood glucose level just wants to use the insulin pump. The customer reported the insulin pump bolus wizard would not allow her to delivery insulin for some unknown reason. The technician assisted the customer with delivering the insulin using the manual bolus. The customer declined the request to troubleshoot once again. The technician advised the customer to change the entire infusion set system and to contact her healthcare provider. The insulin pump will not be returned for analysis.